Event description:
The manufacturer received information alleging a "ventilator inoperative" alarm. No patient harm or injury was reported with this notification. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. Should an evaluation be conducted to conclude the investigation, a follow-up report will be submitted.